Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 10 days after the dental implant was installed in intraoral region #4 it was verified its non- osseointegration. Thirty two ncm of primary stability was achieved and immediate load was not performed. Dentist informed that bone overheating happened during surgery.